Manufacturer narrative:
This report is part of a retrospective review and remediation efforts in response to a warning letter. Z-0955-2020. (B)(4). S/w 2.8c. P-cap locked in place properly during testing. Unit received with cracked case(battery tube), cracked case corner of belt clip rails, faded serial number label, cracked retainer, cracked keypad at select button, keypad overlay texture damage, broken belt clip rails and cracked retainer.

Event description:
Medtronic received information that damage (physical or cosmetic) occurred. There was no adverse impact or consequence reported as a result of this event.